Manufacturer narrative:
Operator of device, initial reporter occupation: new values selected: lay user/patient.

Event description:
A peritoneal dialysis patient's contact reported the patient's blood pressure had risen higher than what was typical and requested information from technical support on disconnecting the patient from the cycler should it become necessary. During the phone call the patient's blood pressure began to decrease so it was not necessary to disconnect the patient from the cycler.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient's contact reported the patient's blood pressure had risen higher than what was typical and requested information from technical support on disconnecting the patient from the cycler should it become necessary. During the phone call the patient's blood pressure began to decrease so it was not necessary to disconnect the patient from the cycler.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's contact reported the patient's blood pressure had risen higher than what was typical and requested information from technical support on disconnecting the patient from the cycler should it become necessary. During the phone call the patient's blood pressure began to decrease so it was not necessary to disconnect the patient from the cycler.